Manufacturer narrative:
Concomitant medical products: item# 47-2493-000-00, lot# 4502405237, set screw, 8 mm, 21mm, hex 3.5 mm, item# 47-2485-095-10, lot# 2962002, znn, cmn lag screw, 10.5 mm, 95 mm, including set screw, item# 47-2493-210-13, lot# 2938084, z nail cpm 13mmx21.5cm 125 r. The device (item# 47-2485-095-10) will not be returned for analysis as it remains implanted. Only one of the concomitant device (item# 47-2493-000-00) has been returned. However,an investigation of the reported event is in progress. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive other source documents for review. Device history record (DHR) was reviewed and no discrepancies were found. The following reports are associated with this event: 0009613350 -2019-00240 and 0009613350-2019-00242. A cause for this specific event cannot be ascertained as the investigation has not yet completed. As soon as supplemental information or investigation result becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that, during the initial surgery, there was an assembling problem with the set screw to the lag screw. It was stated that the tip of the set screw was fractured. Attempts to obtain additional information have been made; however, no more is available.

Event description:
Please refer to report 0009613350-2019-00241.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Device analysis: visual examination: the set screw has been returned for investigation. The visual examination shows that the tip of the set screw is partially broken. This can be caused by incorrect placement of the set screw into the lag screw grooves. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).